Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the 2nd obtuse marginal. Cec assessed that on the same day, the patient suffered a non q wave mi (target vessel), 3rd udmi peri- pci in the 2nd obtuse marginal. It was reported that there was no side branch occlusion but the patient experienced chest pain during the procedure. Safety assessed the event as possibly related to the device and not related to the antiplatelet medication.